Manufacturer narrative:
The pump was not returned to the manufacturer for evaluation. An air-in-line sensor module was sent to the third party service provider, who is qualified to repair the device. The manufacturer will follow up with the event details and the investigation results from the third party service provider. Upon receiving the complaint, it was initially determined as not reportable by the manufacturer. During the final review of the complaint file by quality/management, it was determined as MDR reportable on 01/05/2017. Not returned to manufacturer.

Event description:
A third party service provider reported an intermittent air-in-line alarm issue of the pump from an end user. No detailed information is available. No patient injury or harm was involved.

Manufacturer narrative:
A zyno customer service employee followed up with the third party service provider. The third party service provider affirmed that the air-in-line sensor module sent by zyno medical has fixed the issue of the intermittent air-in-line alarm. The pump was not sent back to zyno medical for evaluation.

Event description:
This is a follow-up for the initially filed MDR (3006575795-2017-00007).